Event description:
Note: the date of the event is unknown. It was reported to boston scientific corp in 2008, that a lithocatch was used during a tul procedure. According to the complainant, they were unable to close the basket during the procedure. Procedure completed with another of the same device. No pt complications were reported as a result of this event.

Manufacturer narrative:
Though expected, the suspect device has not been rec'd for eval, thus, the cause of the reported malfunction is currently undetermined.